Manufacturer narrative:
Suspect product not yet received.

Event description:
On (B)(6) 2020, an email was received from a patient (pt) in (B)(6) reporting a diagnosis of ¿an ulcer and a very serious bacterium¿ in the os while wearing the acuvue oasys brand contact lens (cl). Nine days ago, after normal use, the pt removed the suspect os cl due to it being ¿a bit annoying the left eye.¿ the pt awoke (unspecified date) with the os swollen and ¿very burned.¿ the pt used unspecified eye drops and a ¿cold saline¿ compress on the os. The pt visited the hospital (unspecified date) due to os being swollen and unable to open and was prescribed unspecified pain medication. The pt visited the hospital two more times for pain. On monday (unspecified date), the pt visited an eye care provider (ecp) and was diagnosed with ¿an ulcer and a very serious bacterium was losing sight of the left eye was seeing about 8%.¿ the pt had several exams and started a ¿serious treatment that will last 14 days.¿ no further information was received. Multiple attempts were made to contact the pt. On 29dec2020, additional information was received from the pt. On (B)(6) 2020, the pt inserted the new suspect cl and immediately felt discomfort in the os. The pt continued to wear the suspect cl all day, while using clens-100 lubricating drops to soothe discomfort. The os discomfort continued upon the removal of the suspect cl. The next morning, the pt experienced swelling, redness, pain, and foreign body sensation in os. Over the weekend, the pt visited the hospital ER and was prescribed oral dipirona for pain. On (B)(6) 2020, the pt visited an ecp and was diagnosed with os bacterial ulcer ¿with 93% of vision obstructed.¿ the pt was prescribed unspecified oral medication and four bottles of antibiotic eye drops, initially used every hour, and currently used every 4 hours. The oral medication has been discontinued. The pt reports the os is no longer red, swollen, or painful, and the pt is ¿seeing 80%.¿ the pt had many follow-up visits to the ecp. The next ecp visit is scheduled for (B)(6) 2021. The pt reports a 1-month replacement schedule and does not sleep in cls. Opti-free is used to clean cls. The pt agreed to send the contact information for the treating ecp and name of medications when available. No additional information has been received. The suspect os cl was requested for return for evaluation but has not yet been received. The pt discarded the lot number. No further investigation can be conducted at this time. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Two lenses were received in an unsealed lens case. The lot number is unknown. A visual inspection was performed and the ¿123 mark¿ was observed on the lenses returned. If any further relevant information is received, a supplemental report will be filed.